Event description:
On (B)(6) 2014, the reporter contacted animas alleging a cracked casing issue. The reporter stated that a crack was observed when the battery cap was tightened too much after a routine battery change. The reporter denied moisture, power loss, and damage to the battery cap. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.